Event description:
Catheter was inserted in the left mid-forearm per procedure without difficulty. The pt immediately experienced a severe reaction complaining of nausea, headache, numbeness of face, severe shoulder to back pain, shortness of breath and dizziness. Blood pressure at 240/120. The catheter was removed and all symptoms subsided.